Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 430 mg/dl and 128 mg/dl. Customer reported that the insulin pump did not alarm. It was unknown that auto mode was used or not. Customer reported that they did hear beeps when audio volume settings was saved. Customer reported that they did hear the differences between the two audio beep volumes. The insulin pump will not be returned for analysis.